Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported readings obtained from the adc device were lower than what was felt but did not take a comparative reading. Customer reported experiencing shaking, being visibly pale in color, and feeling generally cold requiring hcp administration of glucose tablets, cinfistatin, metformin, b12 injection, and an unspecified medication with sugar for a diabetic ketoacidosis diagnosis. There was no report of death or permanent impairment associated with this event.